Event description:
Reporter alleged blood glucose measured 300 mg/dl back to back with a result of 124 mg/dl when testing was performed 1 minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549309 with an expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.